Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a failure to sense. It was further reported that the implantable pulse generator (ipg) magnet electrograms (egm) was missing data. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.